Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient was getting shocked; they turned their device off for a colonoscopy, but while their device was off they had a very hard fall about 2 weeks ago. 3 days ago when they went to turn stimulation back on they were increasing stimulation on program 4, but did not feel anything. The caller stated that they increased stimulation into the 5s and still no sensation was present; caller is normally set in the 2's. They just left the device on program 4 in the 5s but when they crouched down, the device started shocking them. The caller stated that they then turned the device off and attempted to turn stimulation on again yesterday, but the same issue occurred. They then changed to program 3 at 4.2 v and can't feel stimulation while standing. They are too scared to crouch down again because every time they do, the device shocks them. The caller wanted to know what to do next. On the call, the caller changed to program 1 and increased in to the 3's, but still couldn't feel stimulation while standing or crouching down. They will leave stimulation here and will follow-up with their physician. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.